Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 3.2 device not detected on bus and requires maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 device was not detected on the bus. A field service engineer (fse) found smart drawers 3.1 and 3.2 were failed and unable to recover all. Open the back and reset all cable sync connections with the problem persistent. The fse replaced the main controller board and restarted the station that resolved the issue. Preventive maintenance completed for the serial number. The system functioned as intended after the field service engineer repaired the device.